Event description:
The customer reported that moderate growth of staph aureus was reported from a wound culture of the right groin cath site. Vasoseal was deployed in the intensive care unit a couple of hours after percutaneous transluminal coronary angioplasty/stent procedure. Techs who deployed stated the site was prepped and draped in a sterile manner. An uneventful deployment was reported by the techs. A followup office visit two days post cath, pt presented with tenderness, redness and warmth at cath site. Physician treated with antibiotics benadryl and anti-inflammatory prescription. Following day pt developed an elevated temperature and was admitted to the hosp for two days and treated with a dose of intravenous vancomycin and antibiotics. Pt was discharged without further complications.